Event description:
It was reported that the rigid video scope had a blurred image and a cloudy lens. The issue was found during unspecified procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken lens, fiber breakage, cracked objective lens, dents and bent on outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurred image was confirmed due to broken lens. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.